Event description:
It was reported that the lead helix was not able to be extended. The lead was not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. The analyst noted the helix extends and retracts within product specification.